Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory for impella cp placement. The impella cp was placed in the right femoral artery and the pump got caught under the papillary muscle. The flows continued to decrease despite good positioning, an echocardiogram revealed pericardial effusion. The physician performed a pericardiocentesis procedure, the flows returned to 3.51/m and the patients pressure stabilized. The impella was weaned and explanted to reverse heparinization and close the perforation, the sheath was pulled, and manual pressure held for closure with no bleeding.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.